Manufacturer narrative:
Investigation in-process and the results of the investigation will be filed in a supplemental report when completed.

Event description:
Introducer sheath broke in patient and physician had to retrieve out of patient. Physician was barely able to retrieve without surgical intervention.